Event description:
Dr (B)(6) reported injecting a pt on (B)(6) 2013 into nasolabial folds and corners of mouth with radiesse. On the same day, the pt reported bruising at right nasolabial fold and tip of nose. The pt self-treated with tylenol, and dr (B)(6) provided advil, doxycycline (prophylactically) and nitropaste, suspecting vascular occlusion. On (B)(6) 2013, during a medical consultation with (B)(6), dr (B)(6) stated he used approximately half of a 1.5cc syringe on each side in the subdermal thread using linear threading techniques. Dr (B)(6) reported using 0.25cc of lidocaine with epinephrine to mix with the radiesse and had no problems during or immediately after injections; he massaged the areas a bit after injection. The pt called the next day complaining of right sided tenderness in the area and a bruise and took tylenol. On (B)(6) 2013, she reported the swelling to be worse and more bruising was apparent; dr (B)(6) saw her on (B)(6) 2013 and gave her 400mg advil in the office, nitropaste, and doxycycline mainly for the swelling as well as warn compresses. He also advised no alcohol or tobacco use. He spoke with the pt at 7pm last night ((B)(6)) and she reported improvement as well as less tenderness. During consultation, the use of 2% plain lidocaine, per the IFU, was discussed. They additionally discussed continued warm compresses, nitro paste, vigorous massage and vibratory massaged, aspirin, po prednisone, and even viagra or cialis for vasodilation as physicians have used these and found benefit. Further discussion involved head of bed elevation, good nutrition and vitamins to optimize wound healing, obtaining a wound culture if one occurs and the possibility of necrosis, but at this point she has no open wounds, blistering or necrosis occurring as far as he is aware. They discussed hyperbaric oxygen if the involvement is extensive. On the same day, dr (B)(6) text two photos to (B)(6); one from (B)(6) 2013 and one from (B)(6) 2013. He also reported the pt continued to improve, less tenderness on palpation and the discoloration seems to be waning. He was continuing warm compresses and massage, nitropaste and advil. He held off on using hyaluronidase as well as po steroids as she is improving, he advised continued no tobacco or alcohol through the weekend and head of bed elevation. When he saw the pt on (B)(6) 2013, the pt reported that she recently had a facelift and that a similar reaction happened to her after her facelift in which she got severe bruising in a very similar pattern then as well. On (B)(6) 2013, dr (B)(6) reported to (B)(6) that he heard from his pt who is beginning to get some skin breakdown.

Manufacturer narrative:
He advised the pt to protect the skin with mupirocin ointment and to not manipulate the skin; he has her continuing the nitropaste and warm compresses as well as advil q 5 hours. He forwarded another photo from today. After reviewing the photo, I advised that the skin may continue to breakdown and potentially necrose, to continue local wound care, and the items we discussed yesterday that other physicians have found helpful to include po prednisone, viagra or cialis for vasodilation, head of bed elevation, no tobacco or alcohol. On (B)(6) 2013, dr (B)(6) sent today's photo of the t to (B)(6) and called for a follow up. The pt reported that the nitropaste was hurting to apply; dr (B)(6) discontinued it and was following supportive wound care. Advil, head of bed elevation, keeping the areas covered if out and doing dressing changes a few times daily were recommended. On (B)(6) 2013, dr (B)(6) spoke with dr (B)(6) one week ago, dr (B)(6) injected a pt with radiesse in the nasolabial folds and the pt called him a day later that she had deep ecchymosis of her right nasolabial fold extending onto her nose. Over the next days she had break down of the skin in that area consistent with an embolic event. He had placed the pt on nitro paste on day 3 as well as doxycycline, and mupirocin ointment and advil. She is continuing to demarcate. He was advised that this was a vascular embolic event involving the facial artery into the lateral nasal artery and its alar, tip and columella branches. He was also advised to stop the nitroglycerin ointment and switch to continuous coverage with aquaphor and twice daily showers; stop the advil and start baby asa twice daily. Continue antibiotics and add antiviral prophylaxis; avoid early debridement. Hyperbaric o2 therapy was recommended although this may be questionable whether this will be valuable at this late date. On (B)(6) 2013, per dr (B)(6) staff, the pt was improving; she was receiving daily wound care. On (B)(6) 2013, per dr (B)(6) staff, the pt was healing, however, not as smoothly as dr (B)(6) expected. The pt's recovery status will be monitored and further reported. The device history records for the reported radiesse lot were reviewed; all required testing specifications were met prior to release, there were no abnormalities noted.